Event description:
Cerebrovascular accident [cerebrovascular accident], piston rod is locked [device malfunction]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6) male patient with type 2 diabetes mellitus who was treated with novolin n penfill (long acting human insulin) and novopen 3 (insulin delivery device) and experienced "cerebrovascular accident" beginning on (B)(6) 2013 and "piston rod is locked" beginning on unknown date. Patient's height: (B)(6). Medical history includes type 2 diabetes mellitus (duration: unknown), hypertension, "cholesterol" (unspecified) and "heart" (unspecified). It was reported that the patient does not have history of allergies or intolerances. The patient had reportedly been taking novolin n penfill from 1994 using novopen 3 from an unknown date. It was reported by the patient's son that the piston rod of the device was locked. On (B)(6) 2013, the patient experienced cerebrovascular accident while on treatment with novolin n penfill. The patient was hospitalized on the same day for 18 days (discharged on (B)(6) 2014). The patient did not follow any diet and did not practice physical exercises. The patient applied the product in the belly with injection site rotation. It was applied at a right angle lifting a skin fold. The patient used novofine 6mm needle and it was reused. Action taken to novolin n penfill was not reported. The outcome of the event "cerebrovascular accident" was reported as unknown. The outcome of the event "piston rod is locked" was not reported. Treatment administered for the event included hidantal (phenytoin). Company comment: patients with diabetes are at increased risk of cerebrovascular accident because diabetes adversely affects the arteries. In this patient confounding factors include medical history (e.g. Type 2 diabetes, mellitus, hypertension, cholesterol and heart issues) and advanced age ((B)(6)).